Manufacturer narrative:
The patient weight was not provided. Approximate age of device ¿ 2 years, 5 months. The reported pump stoppages were confirmed through the evaluation of the submitted system controller log file; however, the suspected driveline damage could not be confirmed because the pump remains in use supporting the patient and was not available for evaluation. The patient was provided with an ungrounded power module patient cable. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during a routine hospital visit, pump stoppages were seen in the patient's system controller log file. No further alarms were observed after the patient was connected to an ungrounded power module patient cable. The patient was issued an ungrounded power module patient cable and was discharged from the hospital on an unspecified date. A possible internal driveline issue was discussed with the surgeon. It was reported that a pump exchange would not be feasible for the patient at the moment.

Manufacturer narrative:
Explant date: additional information. Device evaluation: the pump was returned assembled with the driveline severed approximately 15 inches from the pump housing. The severed portion, which was approximately 22 inches long, was also returned. Breakdown of the metal shielding was observed approximately 3 inches from the pump housing and from approximately 2 to 4 inches from the system controller connector. Visual inspection revealed a breach in the insulation of the black and green wires approximately 3 inches from the pump housing. The breach appeared to be consistent with abrasion against the metal shielding due to repetitive movement of the wire at this location. A breach in the insulation of the red wire was also identified at approximately 2 inches from the system controller connector. This breach appeared to be consistent with mechanical damage. As a result of the damage to the insulation of the black, green, and red wires, their underlying conductors were exposed. The report of pump stops would have occurred as a result of the exposed wires contacting the metal shielding and shorting to ground while the device was supported by the power module.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that the pump was ultimately replaced on an unspecified date. The implanting center reportedly suspected a driveline short to shield issue internal to the patient. No further information was provided.